Event description:
Insulin needle broke off subcutaneously in the abdomen [medical device complication]. Case description: this spontaneous report was reported by a consumer as "insulin needle broke off subcutaneously in the abdomen" and concerns a woman who was using novofine needles since 2005 due to type 2 diabetes mellitus. Medical history included hypertension and obesity. At 06:30 a.m. On event date, the patient experienced that the novofine needle broke off in her abdomen at the injection site. The patient went to the hospital on the same day and an x-ray exam did not reveal the needle. At palpation the point of injection was found and an operation was carried out. However, it was unsuccessful and the patient left the hospital on the same day. The patient started using the needle in question the previous day and used it for the second time on the day of the event. The patient has not yet recovered from the event. Analysis reply: product novofine g30, 8mm. Lot no: 05j02d. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Two sample needles were received. Microscopical examinations performed. Needles tested for resistance to breakage. One of the needle tubes is broken off at the needle hub. During testing of the other needle it has not been possible to detect any irregularities. The observed problem is due to incorrect handling during use. Nothing abnormal was found with the other needle.

Manufacturer narrative:
Frequency statement- novofine 30 needles. Based on review of historical data from the past 24 months, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device.